Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the system was performing as intended. The issue could not be replicated. The system was returned to service. The system logs were reviewed, and indicated low voltage for the microcontroller. The representative adjusted the output of the power station and measured the j3 pins. No issue was observed. The software was reviewed and it was confirmed that this was a hardware induced event. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, after sliding the gantry laterally to allow for the surgeon to work the image acquisition system (ias) was beeping. The site confirmed the imaging system was plugged in and it was not in lift/shift. The issue occurred at the end of the case and the imaging system was removed to complete the procedure. The site had already spun and were navigating when this occurred. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.